Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer disconnected the pump and switched to manual daily injections.